Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4). .

Event description:
Philips received information that the customer states that during air calibration of the system, a rotating frame error appeared on the screen. The customer called the philips field engineer (fse) and the latter determined through the error logs that a left unload button was stuck in the engaged position. There was no patient involvement and no report of any uncommanded motion during use.